Event description:
It was reported that the lead had an insulation breach and a pace/sense conductor fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) implantable pacing lead, (B)(6) 2004, 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.